Event description:
Health professional reported that upon removal, the physician observed breakage near the tip of the catheter. They did not know if the breakage occurred during energy delivery. There was no report of pt injury or complication. The physician commented that the catheter did not "feel right" upon insertion. The returned catheter was examined and the following was determined: 1. The 2.0 inches of the distal tip was not severed from the catheter. It reamined attached by the heater coil wire. 2. Close examination of the broken ends indicated that the catheter was twisted. The introducer needle used was not returned and therefore could not be examined.